Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case on the reservoir tube window corners, cracked belt clip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that during the fill tubing action, the insulin pump spattered insulin and the numbers did not appear on the screen. After pressing the act button, the insulin pump alarmed compromised force sensor system. The drive support cap was out. The customer was asked to stop using the insulin pump. Customer's blood glucose level was 350 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.